Event description:
Ous MDR - boston scientific received information that the threshold measurement on this right ventricular lead increased resulting in loss of capture. There was no asystole or patient symptoms reported. The device was reprogrammed to vvi 40 bpm and the lead will be repositioned at a later time. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.